Manufacturer narrative:
The additional devices referenced in b5 are filed under separate medwatch report numbers. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery with three proglide devices using the pre-close technique prior to an interventional endoprosthesis procedure using an 8f sheath. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to a 16f sheath and the endoprosthesis procedure was completed. Reportedly post procedure, when advancing the knots of the two pre-placed sutures, a suture break occurred with the suture of each device. The suture of another proglide device was attempted to be used, but the suture of this device also broke during knot advancement. The sutures of three new proglide devices were successfully advanced to the vessel wall and were used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique (tensioning angle not coaxial) or suture/ nick damage. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: e1 address: updated (B)(6).